Event description:
It was reported that the customer fell and the touch screen became shattered. Reportedly, customer was unable to interact with the pump touch screen due to the cracked screen. Additionally, it was reported that the pump shut off unexpectedly. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.